Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6)2009, the patient underwent endovascular repair of a thoracic aortic dissection using a gore® tag® thoracic endoprosthesis (tg3420/06550694). Pre-implant measurement of maximum aortic diameter was 60mm. Intra-procedure imaging revealed a type ii endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2013, a four-year follow-up study reportedly revealed distal type I and persistent type ii endoleaks. The maximum aortic diameter had enlarged to 70mm. On (B)(6) 2013, the patient was implanted with an additional gore® tag® thoracic endoprosthesis to treat the endoleaks and false lumen expansion. On (B)(6) 2014, a five-year follow-up study reportedly showed that the endoleaks were resolved. The maximum aortic diameter measured 52mm.